Manufacturer narrative:
The failure investigation has been completed. And the alleged issue was verified, in the pump logs. However, no failure was identified. Additionally, a different issue was identified.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 210 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.